Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan USA alleging that his onetouch ultramini meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began approximately 2 weeks prior to contacting lifescan. The patient stated that he obtained a result of "235 mg/dl" using the subject meter compared with a result of "152 mg/dl" obtained using a doctor/clinic device, both readings taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages his diabetes with self-adjusting insulin. The patient stated that he skipped or stopped his humalog and lantus medication on "(B)(6)" (dates/times not provided) in response to the alleged inaccuracy. The patient claimed to have developed the symptoms of "dizziness, headaches, heads decay, tachycardia and pain in the joints" a few days after the alleged inaccuracy began. The patient stated that he visited his doctor's office on either (B)(6) 2015 (time not provided) where he received hcp treatment of IV fluids. At the time of troubleshooting, the csr noted the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "tachycardia" after the alleged product issue began and the patient received hcp treatment of IV fluids. The symptom and treatment meet lifescan's criteria for a serious injury.